Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section h6 coding has been corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have inflamed jaws. The patient did receive medical intervention in the form of a prescription for antibiotics and a nasal spray. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.